Manufacturer narrative:
(B)(4) stent blocked/occluded. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx uncovered stent was implanted during a stent placement procedure to treat a biliary stricture performed on (B)(6) 2015, as part of the e7034 wallflex biliary preoperative biliary drainage during neoadjuvant clinical trial. The patient was diagnosed with pancreatic cancer. Tumor imaging was performed using endoscopic ultrasound (eus). Tumor location is in the head of the pancreas, the clinical tumor stage is ib-t2 n0 m0 and the tumor at largest diameter is 4.0 cm. Tissue diagnosis was obtained using eus-fna and the histologic type is adenocarcinoma. On (B)(6) 2015, baseline assessment of biliary obstructive symptoms (abos) was conducted during which the following symptoms were identified: dark urine, pale stools, jaundice, and itching. The patient¿s karnofsky score was reported to be 80: normal activity with effort; some signs and symptoms of disease. The patient did not undergo a cholecystectomy. On may 29, 2015, baseline laboratory tests were performed. According to the complainant, on (B)(6) 2015, the patient returned for a pre-operative visit. The patient¿s weight was (B)(6). The patient¿s karnofsky score was reported to still be 80: normal activity with effort; some signs and symptoms of disease. An assessment of biliary obstructive symptoms (abos) was conducted and the patient¿s symptoms of jaundice, itching, dark urine, and pale stools were still present and had not resolved with stent placement. Laboratory tests were conducted on (B)(6) 2015. Based on the patient¿s symptoms, the physician determined that the wallflex biliary rx uncovered stent was occluded. On (B)(6) 2015, the patient underwent reintervention and the physician confirmed that the stent was occluded due to tissue ingrowth. A wallflex biliary rx fully covered stent (10mm x 60mm) was implanted within the wallflex biliary rx uncovered stent that was placed on (B)(6) 2015. The patient was treated as an outpatient procedure.